Event description:
I had the essure implanted 3 years ago. Since then I have suffered extreme pelvic pain, chronic fatigue, pain radiating down my back and legs, stabbing pains in lower back. My quality of life has been effected. I can barely stand up straight without excruciating pain, I can hardly exercise due to the pain in my legs. When my period comes I'm pretty much bedridden. The essure implant is ruining so many womens lives and their health. This needs to be illegal.